Event description:
Patient reported right side "pain" and "exchange from textured to smooth breast implants." Patient reported rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and concern with the product.

Event description:
Patient reported, right side "pain". And "exchange from textured to smooth breast implants". Patient reported, rupture. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted, via emdr manufacturer report number 9617229-2022-06553. All information has been consolidated into this report. A review of the device history record has been completed. No deviations or non-conformances noted.